Event description:
We did 9-10 procedures that day the hand piece had no cutting power.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 5% complaint rate; DHR review does not indicate a mfg error; two complaints from this facility; without an evaluation there is no determination of malfunction cause; error message is an indication that the unit did not prime - possibly due to the cassette being installed improperly or the pins being bad.